Manufacturer narrative:
Device was received with intermittent button response due to flattened button dome switches. Unable to perform the displacement test and self test due to unresponsive buttons.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had buttons not working. Customer's blood glucose value was 180 mg/dl. The customer was assisted with troubleshooting. Customer stated that insulin pump had up and middle button was not responding and middle button was collapse. Customer stated that keypad was still responsive but was still advise to monitor. Customer stated that insulin pump was exposed to a change in altitude when in airplane. Customer stated that numbers are ramping on their own. Customer states the scroll bar was not moving with no input. The device will be returned for analysis.